Event description:
It was reported that the bd facilimix syringe had incorrect label content (incorrect expiration date). The following information was provided by the initial reporter: the customer received boxes with an expiration date of 12/31/2025, but the system shows that a batch with an expiration date of 12/31/2030 was used.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
MDR made in error - not a product complaint.

Event description:
Error.